Manufacturer narrative:
E1: reporter institution phone number: (B)(6). A philips (rsp) interviewed the customer and good faith efforts (gfe) confirmed there was the potential for a critical missed alarm. Philips requested for the logs for further evaluation; however, the customer was unable to produce them. Based on the information provided in the case and by the philips rsp, the cause of the reported problem was unable to be confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported there were missed critical alarms. The device was in use on patient at time of event, there was no adverse event reported.